Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 471 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. Customer decline a system check with the pump and supplies.